Event description:
Related manufacturer reference number: 2017865-2025-17448. It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead was unable to be implanted. Another ra lead was used, and it exhibited an unspecified helix rotation issue. Both ra leads were not used and replaced during the procedure. The patient remained stable throughout.

Manufacturer narrative:
The reported event was ¿failed to hook the myocardium after several attempts¿. A complete lead with stylet inserted and stylet guide attached was returned in one piece for analysis. Electrical testing, visual and x-ray examinations was normal with no anomalies found. All tines were intact and undamaged.